Event description:
Occlusion alarms were reported and continued to worsen. There was no adverse impact to the customer's blood glucose level. After multiple troubleshooting attempts, it was decided to replace the pump. The customer continued to use the pump for insulin therapy until the new pump arrived.